Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an infection complication that resulted in prolonged hospitalization. The patient had a head CT performed that showed mild soft tissue swelling and induration along their left postauricular area and temporoparietal scalp along the course of the prior electrode are indicative of soft infection/cellulitis without abscess. There was no evidence of osteomyelitis in the adjacent calvarium. They underwent a scalp washout several days later. Their incision had since healed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a washout of the lead on (B)(6) 2017 to make sure there was no evidence of osteomyelitis in the adjacent calvarium. The event date was updated from (B)(6) 2018 to (B)(6) 2018. It was also reported that the infection occurred in the left postauricular area and temporoparietal scalp. Etiology was updated to the event being possibly related to the implant procedure. No further complications were reported.

Manufacturer narrative:
Previous reports were not system reported. Additional review noted that the lead was part of a system at the time of the event. Updated information to reflect ins information which was the main component of the system. Product ID: 3389s-40, lot# va0y1qu, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Additional review of this event determined that information regarding explant and re-implant was erroneously reported in MFR report number: 3007566237-2018-03241 and belongs in this MFR report. If information is provided in the future, a supplemental report will be issued.